Event description:
It was reported that during a "reversal of hartmann" procedure, the device did not fire at the appropriate time. The procedure continued with the anastomosis being oversewn. There were no patient consequences. The procedure was prolonged by five minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: please clarify what is meant by the device did not fire at the appropriate time? The surgeon closed the compression trigger and then closed the firing trigger, which the scrub nurse has confirmed. The surgeon then transected the tissue with a scalpel before opening the device but there were no staples present. Did the device deploy staples? No. The scrub nurse said that she examined the device after the procedure and could still see the staples in the pockets. Were the deployed staples formed correctly? N/a - no staples fired. Did the device fire an incomplete staple line where some or one row of staples are missing, random or not in a continuous line? N/a - no staples fired. Was there an issue with bleeding? Yes - no staples were present. Was there a leak in the staple line? Yes - no staples were present. Did the surgeon check that the pin was correctly seated in the anvil (pin was pushed forward completely)? Unknown. Did the surgeon squeeze the closing trigger until a click is heard (intermediate position)? Yes. Was the tissue repositioned? No. Did the surgeon squeeze the closing trigger and the handle fully together until a second click is heard? Yes. Did the surgeon fire the firing trigger completely, plastic to plastic? Yes.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.